Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008. Predilatation was performed prior to the initial stenting of the proximal cx. A plaque shift occurred distally, requiring direct stenting with another xience v stent in the distal cx to treat the plaque shift. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident. Factors that can contribute to plaque shift include, but are not limited to, lesion characteristics, device size selection, and procedural technique. Embolism is also noted in the IFU as a known adverse event associated with coronary stenting. There was no report of any product malfunction during the implant of the rx xience stent; therefore, there is no indication of a product quality issue. The plaque shift was successfully treated with the placement of another stent. A conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined.